Manufacturer narrative:
The hospital declined service repair. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the ventilator was not working. There was no report of patient involvement.

Manufacturer narrative:
The customer provided additional information that the original report of the ventilator not working was incorrect. The actual condition noted was a leak. A fix of the leak was proposed to the customer. A leak condition would be noted in the preop check of the unit as contained in the user manual and may be compensated for with fresh gas flow. Event problem device code corrected to indicate leak based on the corrected information provided by the customer.